Event description:
It was reported that the patient had a revision of the pocket of their implantable neurostimulator (ins) because they had discomfort at the site. The plan was to move the ins to a new location. During the revision, the physician suspected a possible infection at the pocket site so the ins was explanted but the leads and extensions were left in place. The physician believed that the infection had not traveled along the extension or lead components. It was noted that pre-operative antibiotics were administered, cultures were also taken but the results were not known at the time of report. The physician was going to start the patient on a course of antibiotics and ¿send to I<(>&<)>d¿. As far as was known at the time of this report the patient was doing fine. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered and the date of the diagnosis of the infection was on (B)(6) 2015. The patient did not have meningitis, but the primary location of the infection was at the device pocket and there was pocket erosion. Culture source was obtained the device pocket and the type of organism cultured was ¿wound lower back.¿ oral antibiotics were required and the infection resolved.

Manufacturer narrative:
(B)(4).